Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No cgm readings were reported from during the event, but it was stated that when the cgm reading was low, the patient self-treated with eating. After eating the patient took a fingerstick and the blood glucose reading was 1000 mg/dl, and the patient went to the hospital. No symptoms were reported from during that time. At the hospital the patient received unspecified treatment with insulin and after 8 hours, the patient got discharged. At the time of the report the patient stated he stabilized after a few days. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.